Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high within limits pacing impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this product continues to be monitored and remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).